Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that while changing his insulin cartridge the plunger of the cartridge became stuck on the piston rod of the infusion device causing insulin to spill into the cartridge compartment. The patient was instructed how to remove the plunger from the piston rod and to dry the insulin from the cartridge compartment. The patient was advised to switch to his backup infusion device until his primary device dried. No physiological effects were reported. Upon follow up the patient stated that he was doing well. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.